Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error - poor aseptic technique. A batch review of the potentially associated lot number (h11e13017) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
Baxter contacted the peritoneal dialysis (pd) rn regarding a reported infection. She verbalized the patient had relapsing peritonitis due to touch contamination each time. The first episode of peritonitis was in (B)(6) 2011 and was investigated in a separate complaint. This report addresses the second episode of peritonitis which occurred in (B)(6) 2011 and the third event of peritonitis which occurred in (B)(6) 2011 is addressed in a separate report. She stated with each infection the patient either touched the transfer set or patient line on the tubing on the cassette. In (B)(6) 2011 the patient contracted peritonitis. The patient was hospitalized on an unknown date and treated with vancomycin ip. The patient was reinstructed on proper aseptic technique and was given antibiotic hand cleanser to use after washing his hands and before connecting to therapy. No further information was not available.

Manufacturer narrative:
(B)(4). The lot number provided in the previous batch review result was incorrect. A batch review of the potentially associated lot numbers (h11b07081, h11c11024, h11c16031) revealed no exceptions during the manufacturing process.

Manufacturer narrative:
(B)(4). This is report 1 of 2 for this incidence of peritonitis. The incidence of peritonitis that occurred in (B)(6) was reported in MDR report 1423500-2011-05127. The incidence of peritonitis that occurred in (B)(6) was reported in MDR report 1423500-2011-09788. As patient discards supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.